Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).

Event description:
A consumer reported via a manufacturer's representative that they were experiencing increased back pain post operatively. The consumer went to the health care provider and the health care provider had to create a small incision and express white fluid, which was also reported to be indicative of the presence of an infection. The consumer was reported to be sore but still wanted to continue on to the implant in the future. The trial was noted to be successful overall but the lead was pulled on the seventh day of the trial and it was planned to be a nine day trial. The issue has been resolved and the consumer was noted to be fine. Antibiotics were administered, however it was unknown if the consumer was on them during the trial. Should additional information be received, a follow up report will be sent out.